Manufacturer narrative:
The device was returned to the service center and underwent a full inspection. The scope¿s forceps cover was found to be peeling. The most likely cause for the physical damage is mishandling. The instruction manual states ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 7 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely some external force was added to the distal end, leading to the peeling of the glue at the tip. Alternatively, it may have been damaged due to aging. The instructions for use have the following statement which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".